Event description:
The dr reported that the patient got a treatment with emdogain at site 36 (#19) in 2007. One year before surgery an endodontic treatment was performed. One month before surgery periochip was placed. Both treatments showed good effect. At the surgery the dr used straumann emdogain together with straumann bone ceramic. Four days later, the patient came back with a swollen cheek. Pus was coming out of the wound when pressure was applied. The patient received antibiotic and the infection has resolved.

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use. An analysis of the product DHR was completed and the product met it's specification. Add'l catalog # 070.203, lot# e4053 and expiration date 02/28/2012.